Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced discomfort at the ipg site due to the ipg pocket rubbing against their pant line. Surgical intervention may take place in the future to address the issue.